Manufacturer narrative:
The field service engineer found the sample probe was scraping the wash station, there were blood splatters around the probe, the tube for the naoh was broken, and the sample probe was bent. He changed the probe and made adjustments. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas 8000 cobas c 502 module. The samples were repeated on a different cobas c 502 module. Patient 1 initial result was 174.06 mmol/mol and the repeat result was 41.58 mmol/mol. Patient 2 initial result was 73.37 mmol/mol and the repeat result was 32.44 mmol/mol. The questionable results were reported outside of the laboratory. The doctor complained that the initial results were implausible. The reagent lot number was 69552601 with an expiration date of 31-mar-2024.